Manufacturer narrative:
Pump received with intermittent button response due to moisture damage keypad traces. Pump monitored in 50c oven for several hours and no button error alarm noted. Pump passed the displacement, rewind,basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with cracked case at the display window corner, broken reservoir tube lip,scratched lcd window, cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.